Manufacturer narrative:
Date rec¿d by MFR : 08jul2019, date of report : 24jul2019. The customer confirmed the damaged display issue. The customer reported that he had received the parts, replaced the touchscreen and the unit has been repaired. The customer replaced the touchscreen. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No part was returned to failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the display was damaged. There was no patient involvement.